Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was reported as high as 375 mg/dl. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.